Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was unable to duplicate the reported issue. The fse completed a full calibration, functional testing and safety check to factory specifications. The unit was then returned to the customer and cleared for clinical use.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) had an augmentation alarm. There was no patient involvement.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an augmentation alarm. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.